Event description:
The site reported that an imaging error occurred while doing an emergency scan.

Manufacturer narrative:
(Conclusions) - the investigation found that the dip switch settings on the cpu board (computer board sbc) were incorrect. This happened after an earlier replacement of the cpu board. The dip switches were reconfigured which solved the problem. This is considered a onetime svc error. No required mandatory field action.